Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a fog-free function error, e104, which was found in preparation for an unknown procedure. There was no report of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following malfunction was identified during the device evaluation: 1) "the heater flex board of the insertion section is broken and therefore the heating function is not given properly", and 2) "the protector of the video cable is cut". Based on the results of the investigation, the cable cut was caused by a stress problem of the material. A definitive root cause for the other failures could not be established. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.